Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm to patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, there was no impact on the patient or procedure; the procedure can be continued by moving the c-arm slowly. The philips field service engineer (fse) inspected the system onsite and confirmed that there was a geometry movement issue. Upon troubleshooting, the fse reviewed the log file and found a message stating: the collision sensor is defective, and the c-arm is moving slowly. To resolve the issue, the system was rebooted, calibration was completed, and the system was reset. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, leading to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received, the procedure was not affected, and the customer was able to complete the procedure normally on the same system with no delay, and the situation is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on these investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.